Event description:
It was reported that tube bd (B)(6) blood collection tubes is having low vacuum and underfilling. There was no indication that results were reported out, and there was no patient impact. The following information was provided by the initial reporter: "having low vacuum and underfilling."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Date of event: unknown. The date received by manufacturer has been used for this field.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported that tube bd vacutainer® serum blood collection tubes is having low vacuum and underfilling. There was no indication that results were reported out, and there was no patient impact. The following information was provided by the initial reporter: "having low vacuum and underfilling."

Manufacturer narrative:
H6: investigation summary bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for underfill was observed. The photo shows a tube containing a lower than specified volume of blood drawn next to a tube with a sufficient amount of blood drawn. Additionally, twenty (20) retention samples from bd inventory were evaluated by functional draw testing and the issue of underfill was not observed, as all tubes were within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality notifications. This complaint has been confirmed for the indicated failure mode of underfill based on the provided photo; however, underfill was not observed with the retention sample testing. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that tube bd vacutainer® serum blood collection tubes is having low vacuum and underfilling. There was no indication that results were reported out, and there was no patient impact. The following information was provided by the initial reporter: "having low vacuum and underfilling."